Event description:
(B)(4): revision surgery due to luxation of the knee joint endoprosthesis triggered by twisting of the knee joint. Intraoperatively, the pe-insert was found broken and no implant loosening was detected. Initial implantation was performed in 2004 by (B)(6).

Manufacturer narrative:
[(B)(4)].